Event description:
It was reported that during a peripheral stenting treatment procedure, deployment difficulties were encountered. The physician reported that during deployment of the wallstent unistep 18 x 60mm x 100cm, the "first part of the stent was not opening fully, which made positioning the stent to deploy it impossible." The stent thrombosed at the end that had not expanded fully. The stent was removed, and the procedure was repeated. Two more wallstent unistep stents were used and showed similar signs of not expanding properly at the first end. The stents had to be deployed within and next to each other to gain a satisfactory result. The initial stent, which is being returned, is still loaded on the delivery catheter. The physician partially deployed and measured the diameter of the stent after the procedure and it measured at 1 cm. Based on this information, the physician decided the problem was with the device, not the procedure. No information regarding the pt's status is available at this time. Same case as manufacturer's report #s 6000089-2004-00053 and 6000089-2004-00055.